Event description:
The event description according to the customer is as follows: biomed was doing a pre-operative and functional tests. The vent supplying with oxygen failed and alarm started when trying to deliver 50% oxygen.

Manufacturer narrative:
Hamilton medical ag event reference number: (B)(4). The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited.